Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that further x-ray imaging found the lead had not migrated. Surgical intervention was not undertaken with respect to the lead. Ineffective therapy was related to the ipg being inoperable, which is documented within MFR report number:1627487-2020-32742.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2020-31555. It was reported that lead migration issue was observed. A surgical intervention is anticipated in the near future. No further information is available at this time.